Event description:
During a tibial nail procedure, the surgeon was reaming with the 5.0mm flexible shaft and the 8.5mm medullary reaming head and the reaming head broke and the flexible shaft 'bound up.' Surgeon removed the flexible shaft and the reaming head from the pt. Small pieces of the reaming head could not be retrieved. Surgeon used another flexible reamer and a larger reaming head to complete the procedure with no reported harm to the pt.

Manufacturer narrative:
This info has not been provided. Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn at this time.